Event description:
It was reported that this pacemaker entered into safety mode, showed premature battery depletion behavior. As the patient is dependent, experienced lightheadedness and near syncope with pacing inhibition due to unipolar pacing from safety mode. The pacemaker has been explanted at a surgical intervention and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode, and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode, showed premature battery depletion behavior. As the patient is dependent, experienced lightheadedness and near syncope with pacing inhibition due to unipolar pacing from safety mode. The pacemaker has been explanted at a surgical intervention. No additional adverse patient effects were reported.